Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coordinator reported that the pt's EKG was showing myocardial infarction and was taken to the catheterization lab, where it was confirmed that the pt had total right coronary artery occlusion. The doctor put in stents, but could not keep the obstruction open and pt unfortunately expired while in the catheterization lab.

Manufacturer narrative:
The explanted pump was returned to the MFR for evaluation and is currently being analyzed. A supplemental report will be submitted when the MFR's investigation is completed.